Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an ultrasound guided cyst percutaneous drainage catheter placement, the drainage catheter connector was allegedly fractured, and leak was identified. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows the clinician holding the navarre drainage catheter. The catheter hub was noted to be broken and the part of the hub was noted to be missing. Therefore, the investigation is confirmed for the reported fracture, leak and identified material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an ultrasound guided cyst percutaneous drainage catheter placement, the drainage catheter connector was allegedly fractured. It was further reported that allegedly leak was identified. Reportedly, the catheter was replaced. There was no reported patient injury.